Manufacturer narrative:
A4 - the patient's weight was obtained and has been provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2020-48705. Additional information received revealed one of the patient's leads was explanted replaced to provide resolution.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2020-48705. It was reported the patient experienced ineffective stimulation which was also auto-reducing. Diagnostics indicated impedance issues. Surgical intervention to replace the leads may take place at a later date.